Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Event description:
Failure to power up: machine started spitting saline all over; then powered down during the case and would not power back up. Also blown fuses.

Manufacturer narrative:
The reported complaint of ¿power failure¿ was deemed confirmed during evaluation of the returned device. The most probable root cause for the issue was determined to be a faulty power supply. The report of ¿spitting saline¿ could not be duplicated during evaluation of the returned device. However, based on the description of the complaint, the issue was likely the result of the handpiece receiving only intermittent power from the console immediately prior to the power supply failure. The defective power supply was returned to the vendor for analysis. Corrective action was initiated to investigate electrical issues for the versajet ii consoles. Modifications to improve the performance of the power supply have been implemented. No further corrective action will be taken at this time. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time. Based on information provided, the reported event did not result in patient injury.

Event description:
Failure to power up: machine started spitting saline all over; then powered down during the case and would not power back up. Also blown fuses.